Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet wire was confirmed. One stiffening stylet was returned for investigation. The coil wire was stretched and unraveled from the core wire. A microscopic examination revealed that the weld tip was not present at the distal tip of the stylet wire. Approximately 3.7cm of the stylet wire was missing from the tip. The damaged tip of the core wire exhibited evidence that is consistent with sharp instrument damage. It appeared that the stylet was inadvertently cut. When modifying the catheter length, the IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Using a sterile scalpel or scissors, carefully cut the catheter according to institutional policy if necessary. Caution: do not cut stylet.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that it was difficult to remove the stylet during the placement of the catheter. After removed, the stylet was found dispersed. No other information was provided.

Event description:
It was reported that it was difficult to remove the stylet during the placement of the catheter. After removed, the stylet was found dispersed. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp0060 showed no other similar product complaint(s) from this lot number.